Event description:
Boston scientific received information that the clinician stated the patient recently was hospitalized due to syncope after receiving multiple shocks. No additional information is available at this time and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.